Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump had a corroded motor home switch, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump was dropped in the pool. The light on the insulin pump would turn on but the screen was blank. The insulin pump beeped, the screen was on, and the keypad was not responding. The screen kept turning off and on. Customer's blood glucose level was 91 mg/dl. The customer took 30 units of insulin. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.